Manufacturer narrative:
The patient¿s weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic for a routine visit with an elevated lactate dehydrogenase (ldh) of 1256 u/l, which was up from 387 u/l a month prior. Log file analysis completed by the manufacturer's technical services representative revealed a few unsustained power and flow estimation elevations. Additional information was requested but not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. Review of the submitted log files showed normal device operation above the low speed limit with no atypical alarms captured. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6)2017, the customer submitted another log file for review and stated that the patient had an ongoing elevated lactate dehydrogenase, was not a candidate for a pump exchanged and was being followed by palliative care. Log file evaluation by the manufacturer's technical service representative revealed pump parameters trending downward with a few unsustained power/estimated flow elevations.